Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. The customer did not have a power source at the time of the call to verify if the pump still turns on when plugged in. The customer's blood glucose level was 219 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.